Event description:
An acute dialysis facility in a hospital reported that there was a blood leak on a first use dialyzer. The patient's blood was not returned, resulting in an estimated blood loss of approximately 250 cc. However, due to the patient's pretreatment hematocrit, a transfusion of one unit of prbc was given. There was no further medical intervention necessary.

Manufacturer narrative:
The returned dialyzer was examined and found to have a crack in the polyurethane resin and delamination of the resin from the housing.